Manufacturer narrative:
Additional information was received on 9/9/2019. The rupture was official diagnosed through ultrasound on (B)(6) 2019. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 1/13/2020. The device was explanted and replaced with another 600cc mentor memorygel breast implant on (B)(6) 2020. 2. Is other serious- uncheck 2. Is required intervention- check since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on 02/05/2020. The investigation of the returned device was completed by the failure analysis lab on 02/11/2020. Device evaluation summary: according with the information reported the patient experienced a local reaction and rupture. During visual evaluation, some creases were found on the anterior and posterior views. Additionally, a tear measuring approximately 1.4 cm within the crease was noted on the posterior view. No other anomalies were observed. The evaluation determined that the rupture is consistent with a crease/fold rupture. A fold or wrinkle rupture is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. As stated in the product insert data sheet, creating wrinkles or folds should be avoided during implantation or other procedures as it can result in rupture in a later time. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Concomitant products: 600cc mentor memorygel breast implant, catalog #3506004bc, lot, serial# (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent breast augmentation revision with a 600cc mentor memorygel breast implant experienced perceived left sided rupture post procedure. Severe breast pain breast and swelling were noted. The patient felt her symptoms were similar to a previous rupture experienced on the right side that was reported by mentor in an annual summary report in 2016. The right prosthesis was replaced for this issue in 2017. This issue is pending an official medical diagnosis. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.